Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition essure device') and pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neurological conditions/problems"), abdominal distension ("bloating") and memory impairment ("forgetfulness"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral) and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dyspareunia, gastrointestinal disorder, nervous system disorder, abdominal distension and memory impairment outcome was unknown and the heavy menstrual bleeding had resolved. The reporter considered abdominal distension, abdominal pain, back pain, device dislocation, dyspareunia, gastrointestinal disorder, heavy menstrual bleeding, memory impairment, nervous system disorder and pelvic pain to be related to essure. The reporter commented: she received treatment for the following events back, chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gi conditions, neurological conditions/problems, bloating, forgetfulness. Insertion date: (B)(6) 2014 (discrepancy noted per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: event malposition of device added. Reporters, rcc note were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neurological conditions/problems"), abdominal distension ("bloating") and memory impairment ("forgetfulness"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, gastrointestinal disorder, nervous system disorder, abdominal distension and memory impairment outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, gastrointestinal disorder, memory impairment, menorrhagia, nervous system disorder and pelvic pain to be related to essure. The reporter commented: she received treatment for the following events back, chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gi conditions, neurological conditions/problems, bloating, forgetfulness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as back, chronic, pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gi conditions, neurological conditions/problems, bloating, forgetfulness and plaintiff did not undergo confirmation test. Patient date of birth and essure removal date and treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.